Event description:
Event description guidant received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) the patient experienced ventricular fibrillation after a pericardial centesis was performed for cardiac tamponade. During the ventricular fibrillation, the device delivered therapy as programmed. Subsequently, no rhythm could be sustained, the device did not capture and the patient expired.